Event description:
It was indicated that the pump and balloon were removed and replaced due to recurring incontinence, "air in system".

Manufacturer narrative:
Catalog #72402287. Serial (B)(4). Manufacture date: 04/01/2008. Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.